Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a case at the user facility, the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention, and no adverse consequences were reported with this event. It was then reported during testing at the manufacturer facility, there was an unknown substance on the sockets of the core impaction drill. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was determined that the reported event of a unknown substance on the sockets of the core impaction drill was determined to be not reportable. (As substance on sockets was found to be not reportable). The reported event of overheating was not duplicated. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed (B)(4) bearing was damaged, which can contribute to the reported event.